Event description:
It was reported that during an implant attempt, the proximal coil of the lead was damaged because the wrong size introducer was used. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the full lead was returned and analyzed and the defibrillator conductor was distorted. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and the lead was damaged at implant.